Manufacturer narrative:
It was reported; "laps from the medline surgical packs are falling apart and leaving threads within patients, putting them at risk for surgical infections and repeat surgeries." Email received by (B)(6), clinical nurse manager surgery, (B)(6) hospital, whom provided additional information in regards to this incident. Reporter states, this incident occurred on (B)(6) 2021 during a bilateral breast tissue expander/implant exchange. Reporter confirms the lap sponges were not used to wipe sharp instruments or catheters. The threads were noted to be in the surgical site and were removed via irrigation and forceps. Reporter states, there was no serious injury identified. General anesthesia used during the procedure and no additional anesthesia was required. Please see sample evaluation report below. Due to the reported incident, medical intervention and in an abundance of caution, this med watch is being filed. If any further relevant information is identified or obtained, a supplemental med watch will be submitted. On 09/23/2021, 21:16:59 cst ((B)(4)) sample evaluation: "a sample was received for our investigation. We received one small piece of white thread in a biohazard bag as a sample for our investigation. We did not receive an entire piece of a lap sponge, the bundle of laps, or the rest of the pack at this time. We observed that the thread likely came from the reported lap sponge. From this, we are unable to determine how this piece of thread detached from the rest of the sponge. Investigation summary: the account reported finding laps are falling apart during use. The reported issue occurred in item dynj0166780q (lot 21gma942). We could not determine root cause for reported issue from the returned sample."

Event description:
It was reported; "laps from the medline surgical packs are falling apart and leaving threads within patients, putting them at risk for surgical infections and repeat surgeries."